Event description:
The customer reported via phone that she had a button error alarm on the insulin pump. Customer's blood glucose was 122 mg/dl. Customer stated that she had worn the pump up against her skin. Customer also stated that the pump was dropped in water when it fell in the toilet. Customer received a button error right after the incident. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The insulin pump was received with cracked case at display window corners, cracked case at reservoir tube window corners, cracked reservoir tube lip and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.